Event description:
It was reported that while norepinephrine infusion was running through pump at a low rate, the patient's blood pressure began to rapidly drip. The infusion rate was then increased to help improve the blood pressure. However, the blood pressure continued to further drop to critically low levels and saw no improvement even with increased rate. The tubing set-up was assessed and it was discovered upon opening the pump door that the pump segment had collapsed onto itself. The same tubing was attempted to be reprimed and was initially unable to do so until after the fluid was aspirated through the distal port. In the midst of the event, the patient required other vasopressors and an ampule of epinephrine to help improve the blood pressure. The event occurred in surgical intensive care unit (sicu). Although requested, additional information was not provided.

Event description:
It was reported that while norepinephrine infusion was running through pump at a low rate , the patient's blood pressure began to rapidly drip. The infusion rate was then increased to help improve the blood pressure. However, the blood pressure continued to further drop to critically low levels and saw no improvement even with increased rate. The tubing set-up was assessed and it was discovered upon opening the pump door that the pump segment had collapsed onto itself. The same tubing was attempted to be reprimed and was initially unable to do so until after the fluid was aspirated through the distal port. In the midst of the event, the patient required other vasopressors and an ampule of epinephrine to help improve the blood pressure. The event occurred in surgical intensive care unit (sicu). Although requested, additional information was not provided.

Manufacturer narrative:
Pr 354550 due date should have been date MDR sent; supplemental created to capture this date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that while norepinephrine infusion was running through pump at a low rate , the patient's blood pressure began to rapidly drip. The infusion rate was then increased to help improve the blood pressure. However, the blood pressure continued to further drop to critically low levels and saw no improvement even with increased rate. The tubing set-up was assessed and it was discovered upon opening the pump door that the pump segment had collapsed onto itself. The same tubing was attempted to be reprimed and was initially unable to do so until after the fluid was aspirated through the distal port. In the midst of the event, the patient required other vasopressors and an ampule of epinephrine to help improve the blood pressure. The event occurred in surgical intensive care unit (sicu). Although requested, additional information was not provided.